Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with insulin pen. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contacted healthcare professional. Customer had symptoms of high blood glucose; customer was vomiting and had rapid heart rate. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues. Settings were checked and were correct. Customer also declined high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.